Event description:
It was reported that a small effusion was observed via CT scan. On (B)(6) 2012 the patient presented in ER with complaints of chest pain. Low impedance and high pacing thresholds were noted. Patient was admitted and went to surgery where sternotomy was performed. Visual inspection of the heart revealed a hole in the myocardium which required stitching to repair, effusion was also drained. The system was removed.

Manufacturer narrative:
Analysis was normal. No anomalies were found. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.